Manufacturer narrative:
H3 other text : the device has been serviced by a third party.

Event description:
A device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation at the third-party service center, the device was visually inspected and scrapped; there was evidence of foam degradation found and foam particles were visible.